Event description:
A customer contacted baxter's technical service center to report having air in the lines on the homechoice (hc) machine during use. The home patient (hp) stated that she was connected and then noticed air bubbles. The hp disconnected without closing the transfer set first. The hp was afraid she had exposed herself to peritonitis. The technical service representative (tsr) assisted the hp to with opening the cassette door to remove the cassette. The tsr referred the hp to her peritoneal dialysis nurse for further assistance. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) regarding the reported event. The nurse stated the hp did notify her of the event and stated there were no adverse events as a result. The nurse stated the hp did not know how the air in line occurred. Per the nurse the hp was doing well on therapy. The hp returned the call made by product surveillance regarding the reported event. The hp stated she did not know what may have caused the air in the lines to occur. She stated she primed successfully but noticed air in the lines right after she connected the patient line. The hp confirmed there were no adverse events as a result. The hp stated the sample was not available and the lot number was unknown. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.